Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-11566. It was reported that following a trial implant, the patient reported a loss of stimulation. It was found that the leads had high impedances on all contacts despite troubleshooting. The leads were explanted and were found to have fractured outside of the body.